Event description:
Note: reference (B)(4) is not registered in the united states. The u.s. Similar device is product reference (B)(4). A customer in italy notified biomérieux of potential false positive results in association with the vidas® rbgii test kit (ref. (B)(4), lot 1007944810) when testing a patient sample on their vidas® 3 instrument (serial number (B)(4)). The customer tested the patient sample, and obtained a result of a 61 iu/ml positive. The customer confirmed the expected result was negative. The patient¿s previous results were negative. Sample from (B)(6) 2020: results on rbg 2 ui/ml negative, and rbm 0.17 negative. Sample from (B)(6) 2020: results on rbg 2 ui/ml negative, and rbm 0.13 negative. Sample from (B)(6) 2020: results on rbg 4 ui/ml negative, and rbm 0.12 negative. The most recent calibration was performed on 24-aug-2020, and was in conformance with specifications. The customer re-tested all patient samples using lot 1007944810 on two (2) other vidas instruments (vn05002 and vn03633). The customer obtained positive results for all samples. The customer also re-tested the discrepant sample on the instrument vn03643 with vidas rub igg ii lot 1007944810, and obtained a positive result. The customer tested an external quality control (neqas 4150), with expected negative result, and a quality control internal accurun (acc rgb) using lot 1007944810. Both tests obtained the expected results. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health.

Manufacturer narrative:
This report was initially submitted following notification from a customer in italy regarding potential false positive results in association with the vidas® rbgii test kit (ref. 30221, lot 1007944810) when testing a patient sample on their vidas® 3 instrument (serial number (B)(6)). The customer returned two (2) samples to biomérieux for testing for the investigation. A review of the batch history records showed no anomalies during the manufacturing, quality control, and packaging processes for vidas® rub g ii lot 1007944810 / 210303-0 in connection with the complaint. The complaint laboratory observed six (6) internal samples with different targets, on six (6) different batches of vidas® rub g ii ref 30221 including the customer's lot 1007944810 / 210303-0. The analysis of the control charts showed that all results were within specifications, and the customer's lot was in the trend of the other lots. One of the customer¿s samples (ID (B)(6)) was sent to an external laboratory to be tested on a competitor method. A "negative" result was reported via liaison diasorin. The second sample (ID 01758573) was tested on five (5) vidas® rubgii batches including the customer's lot 1007944810 / 210303-0. Only the customer's batch (lot 1007944810) showed positive results with the sample; the other lots gave negative results. According to additional testing, the positive results could be due to a nonspecific binding between a substance present in the sample, and a raw material used for the manufacturing of sprs used for vidas® rub g ii lot 1007944810 / 210303-0. However, the raw material was not available for further investigate to confirm. The following is mentioned in vidas® rub igg ii ref. 30221 package insert at the section limitations of the method: ¿interference may be encountered with certain sera containing antibodies directed against reagent components. For this reason, assay results should be interpreted taking into consideration the patient's history, and the results of any other tests performed.¿ according to the investigation, there is no reconsideration of vidas® rubg ii ref 30221 lot 1007944810 / 210303-0 performance.